Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance and high out of range shock impedance measurements. Loss of capture and undersensing was also reported. It was noted that the patient was seen for a follow up due to an inappropriate shock. Additional information noted that this rv lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance and high out of range shock impedance measurements. Loss of capture and undersensing was also reported. It was noted that the patient was seen for a follow up due to an inappropriate shock. No adverse patient effect were reported. This lead remans implanted.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.